Manufacturer narrative:
The 12 inch blue striped patient line tubing was disconnected from the male luer connector of the stopcock. It is unknown how or when the damage occurred. Medtronic neurosurgery has received no other complaints for this lot number and a review of the manufacturing records showed no anomalies. No impact to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that the 3-way stopcock was found to be disconnected.